Event description:
The complainant alleged that during biomed testing of the device, when the device is charged up to 200 joules the device shuts off immediately. The complainant indicated that there was no pt involvement in the reported malfunction.